Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was caused by a bent bead mixer assembly. He then replaced the bead mixer assembly and adjusted all bead mixer positions. He verified the analyzer's performance by calibrations and qcs with acceptable results. The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg+b result from one patient sample tested on the cobas e411 rack. On (B)(6) 2023, the initial result of the initial patient sample was 3 miu/ml. This result was reported outside of the laboratory. Three days later, the patient went to another laboratory where a new sample was collected. The result of the new patient sample was "8000 something miu/ml". The reporter was notified that the doctor had this issue with the initial result prompting the rerun of the patient sample. On (B)(6) 2023, the repeat result of the initial patient sample was 2948 miu/ml. The repeat result was deemed correct.